Manufacturer narrative:
The complaint is confirmed, the stone retriever was returned with the basket detached from the wire sheath sub-assembly. This appears to be a solder joint bond failure between the wire collar and the basket. The basket was not included with the return. An email was received from the hospital which notified gyrus acmi that the basket was recovered from the patient at a later date at a different facility. The wire sheath sub-assembly will be reviewed with the vendor/supplier to determine root cause of the joint bond failure. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
During a kidney stone procedure, the surgeon grasped the stone and on the way out of the ureter the basket tip broke off in the patient, the surgeon tried to retrieve the tip but was unsuccessful, a surgery is scheduled for (B)(6), 2011 to have the piece removed.